Manufacturer narrative:
Corrected and additional fields have been updated. Demographics are additional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, intuitive surgical, inc. (Isi) clinical territory associate (cta) called the isi technical support engineer (tse) and stated that they had issues with the e-100. The isi, cta stated that before calling in they rebooted the e-100, flipped the power breaker on the e-100, and had reseated the vessel sealer extend (vse) instrument cable, but the e-100 did not work. The isi cta stated they moved the vse instrument to the erbe, and it worked. The isi cta stated that the e-100 power button was white, but the instrument led on the e-100 had no color, even with the vse cable plugged into the e-100 and on an arm. The isi cta stated that the customer told them this issue had been going on for the last couple of weeks intermittently with the e-100. The customer continued with the case with the vessel sealer in the erbe. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with e-100, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 was analyzed and confirmed the failure. The e-100 was installed into the test system, and it failed. The e-100 power button was white and the bipolar light had no color (off). The instrument was not connecting and could not cut/seal. The complaint regarding an issue with e-100 was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.